Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the corresponding author indicated there was no direct correlation between the patient adverse events and the manufacturer's products. No additional information was provided.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Possible models include: 4074/4574/5076. Referenced article: comparison of effects on patients with cardiac function between rva pacing and rvot pacing with the same ddd pacemaker model. Chin j clinicians. 2014 (8) 1984-1988. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports during follow up pacing threshold and impedance significantly decreased for multiple patients. The status of the leads is unknown. Further follow updid not yet yield any additional information. No patient complications have been reported as a result of this event.